Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance issue was observed during routine follow-up. The rv pacing lead impedance measurements had been steadily increasing over the past years' time. Lead was capped and replaced on (B)(6) 2016. Patient's condition was fine post-procedure.